Manufacturer narrative:
Concomitant medical products: product ID 748925, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID 3487a-33, lot# v088220, implanted: (B)(6) 2009, product type: lead. Product ID 7434a, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID 7434a, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. (B)(4).

Event description:
It was reported the stimulation was unable to be adjusted. Only the patient programmer battery light came on. The batteries were changed. A status light check was performed and all lights were functioning. The patient was not able to communicate with the implantable neurostimulator (ins). There was no stimulation sensation. No interventions or outcome were reported regarding this event. Additional information received reported that the patient was still having concerns regarding their device or therapy but were working with their doctor or manufacturer¿s representative (rep). An appointment was scheduled for (B)(6). Additional information received reported that a device replacement was done on the patient on (B)(6) 2015. The cause of the need for replacement was not known. The patient was scheduled for a post-implant visit on (B)(6) 2015. The patient had not been heard from since the replacement and it was believed that ¿no news is good news.¿